Event description:
It was reported that when using the bd pyxis¿ es refrigerator, an incorrect secure bin opened. The user was attempting to retrieve regular insulin but stated that the bin containing lorazepam opened instead. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator had an error. A technical support specialist (tss) dialed into the station and retrieved the application log. Upon further investigation, the tss had reviewed the activity logs on the affected station and identified that during the reported incident timeframe, the bin 1.2 storage space had been opened once. After further verification in the pyxis enterprise server (pes), it was confirmed that the medication was currently loaded in the above-mentioned storage location and was functioning as expected. The system functioned as intended after the technical support specialist investigated the device.